Event description:
It was reported that during a gastrectomy procedure the cs40b did not fire during lar. No patient consequences reported.

Manufacturer narrative:
(B)94). Damaged closure trigger, incomplete_interrupted cycle. The analysis results showed that the device was received with the closing trigger broken and in the opened position, otherwise in good visual condition. The device was received with a reload present. The reload was returned with staples present, with the washer uncut and with the knife recessed below cartridge deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. No functional test was performed due to the condition of the device. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.